Event description:
Folds in the implant were reported upon explant. The device was explanted.

Manufacturer narrative:
Device evaluation: device photograph(s) for the device related to the reported event of deflation, creases/folding of implant pain and visibility/palpability was reviewed on (B)(6) 2020. Visual analysis of the photographs identified: fluid-free device. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: deflation.

Event description:
Patient reported left side deflation, pain and hardness. The device remains implanted.